Event description:
Event description cpi received information that this endotak transvenous defibrillation lead (0075) was removed from service because of a lead fracture. The lead was capped. A new cpi (0125) lead was implanted.